Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Before the implant procedure, the implantable cardiac monitor had a (B)(6) alert for a pause episode. It was determined that the pause episode occurred after the device was initially interrogated but before the device was implanted in the patient. The patient did not actually experience a pause. The patient was in stable condition.